Event description:
Information was received from a patient who was receiving an unknown drug (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the home nurse came out and filled her pump last tuesday and then gave her the print out and on the report she was seeing " pump motor stall/restart service code 529". The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they had an MRI in (B)(6) 2023 and had radiation on (B)(6) 2023 and (B)(6) 2024 and (B)(6) 2024 due to reoccurring lung cancer. The patient had many mris since implant of the pump. The patient also mentioned they have had a lot of radiation in the last 1.5 years for lung cancer. It was noted the patient was told they could not have any more radiation because it was the same lung cancer they had five years ago. It was unknown if it was the first time the synchromed ii pump was interrogated with a810 app version 2.0.1460.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that the clinician app software version used at the time of the event was 2.0.1460. It was also reported that the event was resolved. The patient's weight at the time of the event was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.